Event description:
The customer reported to a baxter representative a condition of one continu-flo primary medication set that was alleged with simultaneous flow of the primary and secondary solutions on an unknown patient. There was no report of patient injury, or adverse reaction. The pump and both sets were replaced, and therapy was concluded without further incident. No samples are available. Bo reported that a baxter IV therapy specialist was in contact with the facility, and will be performing an on-site visit. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. A batch review could not be conducted as the lot number could not be identified. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.